Event description:
Product analysis for the m106 generator was complete and approved on 12/28/2015. Product analysis for the 304-20 lead was completed and approved on 01/07/2016. From analysis it appears that the generator was disabled prior to explant. There was no high impedance seen on the generator based on the generator data dump and diagnostics run at implantation on (B)(6) 2015. Analysis on the lead has identified fluids inside the outer tubing in some areas. The abraded openings in the outer tubing that provided the leakage path for the dried remnants of body fluids were attributed to the explant process. Analysis identified a stress induced fracture (rotational forces likely from explant) on the electrode. They also observed pitting on the coil surface and state that a couple of strand break occurred while stimulation was present (so prior to disablement and explant) due to the existence of metal pitting on the broken coil surfaces. Evidence of rotational forces on most of the wire ends suggests much of the lead was intact during the implant life and a complete discontinuity was probably a result of the explant procedure. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
Clinic notes received on (B)(6) 2015 reported that the lead impedance with the explanted m103 device was 4600 ohms which is again on the higher end. It appears that the allegation against the lead was present with the explanted 103 device and the m106 device. Therefore the issue was likely present prior to (B)(6) 2015 but the exact date in 2015 is unknown. The explanted lead was received for analysis on (B)(6) 2015. Product analysis is underway but has not been completed to date.

Event description:
It was reported that the patient has neck pain. The impedance values were not obtained at the follow-up appointment on (B)(6) 2015, but it was known that after implantation surgery on (B)(6) 2015 the value was around 4000 ohms but then they disabled the device and did not want to turn it back on to run diagnostics and check impedance apparently. The patient was referred for prophylactic replacement due to the pain (burning sensation). It was found that since the impedance was on the higher side (4000 ohms) the patient's family wanted to replace the lead prophylactically. During the replacement surgery on (B)(6) 2015 the surgeon found fluid in the lead. The explanted lead has not been received for analysis to date.